Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery five times in the last two days and has also alarmed motor error . All alarms happened during basal delivery. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for no delivery and customer was able to rewind pump. Customer declined to troubleshoot for motor error and stated that he has received many motor errors and he believes that the motor is weak. Customer was advised that the device would be replaced and to return the product for analysis.